Event description:
On (B)(6) 2013, the lay-user/patient contacted animas, alleging there is an inaccurate history issue. Reportedly, she went to the endocrinologist a week ago and took two bolus insulin doses which were date for (B)(6) 2013. The patient was able to do 1 unit of air bolus successfully. The time and date was accurate at the time of the call. She reportedly never had to reprogram the time and date as it does not revert to the factory default. The reported issue could not be explained and remained unsolved. This complaint is being reported due to the alleged inaccurate bolus history record.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.